Manufacturer narrative:
Initial and final MDR 1931650 - MDR 3003442380-2024-18992 - device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two kinked cannula events on (B)(6)2024 and(B)(6)2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Blood glucose level reported during the event was 300 mg/dl. Patient changed supplies as necessary and resumed insulin therapy. Do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.